Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare field representative that an mr290v vented autofeed humidification chamber developed a crack during use and started to leak water. The chamber had been in use for eight days. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(6) and was visually inspected. Results: visual inspection revealed that the chamber dome was cracked. A vertical crack was observed on the dome by the hinge bracket. There were stressmarks on the dome between the hinge bracket. A lot check revealed no other complaints for lot number 131220. The hospital further reported that the water bag was mounted approximately 30 - 40 cm above the chamber and that the chamber had been used for eight days - three days in optiflow and five days in invasive ventilation. Conclusion: we were unable to determine the cause of the damage. However, it is known that pressures produced in excess of 80 cmh20 (8 kpa) may affect the integrity of the chamber. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber show diagramatically that the water bag should be mounted >= 50cm above the chamber, and also state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "maximum operating pressure: 8 kpa"